Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 450 mg/dl while wearing the pod between 24 and 36 hours. The cannula popped out of the patient's arm. When removed from the infusion site (leg), the pod's cannula was found kinked/bent. They called the doctor for advice on how to treat the high bg. As treatment, a manual injection of insulin was delivered.